Manufacturer narrative:
Device evaluation: one drill was returned for evaluation and forwarded to the supplier. The supplier¿s evaluation concluded that the drill appeared to receive a load in excess of intended design parameters. Per the IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿(B)(4).

Event description:
During a reconstruction of crucial retaining, the surgeon was using a 4.5 endoscopic cannulated drill. While drilling in the femoral canal, the drill was damaged and two metal fragments, approximately 2 x 4mm in size were left in the tissue of the patient. The damaged was noticed in the process of removing the drill from the joint. The fragments of damaged drill were noticed in the bone canal. The surgeon reported that an attempt at removing the fragments might damage the bone canal and the determination was therefore made not remove the fragments.

Manufacturer narrative:
(B)(4).